Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported on intermittent occasions, that the wake button had been sticking. During troubleshooting with tandem technical support, the customer confirmed that the wake button worked intermittently and that the customer was able to access the pump's features. The customer's blood glucose level was 203 mg/dl. Reportedly, the customer continued using the pump for insulin therapy, and had manual injections available as alternate insulin therapy.